Event description:
It was reported that a balloon rupture occurred. The target lesion is located in the superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was used to dilate the lesion. During procedure, at first inflation, it was noted that the balloon ruptured at 3am. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable.